Event description:
It was reported that a malfunction alarm with code malf 15 occurred, but no significant events took place before it. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support provided pump reset information, and the customer successfully reset the pump without the malfunction recurring, allowing continued use of the pump.